Manufacturer narrative:
Device evaluated by manufacturer: no. Reason for non evaluation: (B)(4). The lens was disposed of at amo under a non complaint return goods authorization. The manufacturing records were reviewed and all process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer claim was generated. The lenses are 100% measured for diopter power, resolution, and contrast. Lenses are inspected one at a time and loaded into a lens case immediately after finishing the inspection. A lens case label identification (ID) with a unique serial number is applied to the lens case maintaining diopter results traceability. This label is automatically printed immediately after the measurement is done by the measurement iol quality (miq) machine to avoid any potential mix up throughout the manufacturing process. The lens diopter result showed that lens corresponded to a 30.5 diopter. No deviation was reported. Based on the documents there were no deviations or any non-conformity. The information documented did not support any potential mix up. Each lens case label (pouches) is matched with the corresponding serial number label stickers before placement into the folding carton box. The operators must verify that all material included in the package amd once each carton box is completed, it is closed placing the corresponding label at one side of the box and sealed with the tamper evident sticker on the other side. Based on the documents reviewed and quantity of units processed, there was no deviation or any non-conformity throughout the process or any potential mix up. It was stated that the patient needed a 24.0d lens, however, a 30.5d (diopter) lens was implanted. She stated that someone at the surgical center had chosen the wrong (size) iol previously and then repackaged it into a different box. The lens size on the box was 24.0 diopter; however, the inside lens was a 30.5 diopter. This event was directly related to a use error at the surgical site. Catalog #: zcb0000305. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported than an intraocular lens was explanted after the patient experienced unexpected post-operative refraction. The lens was removed and replaced with an alcon lens.